Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the intermittent keypad response, which was experienced during evaluation. It was observed the # 0, 1 ,2, and 3 keys had intermittent keypad responses. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently.

Event description:
During baxter's evaluation of a spectrum pump, the device had an intermittent keypad response. There was no patient involvement.